Event description:
It was reported that there was an air leak from the hose connection port. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. No abnormalities in the appearance of the product related to the reported event could be confirmed. After visual inspection, functional testing was performed. There was a gas leak from inside the main unit, confirming the customer's complaint. The root cause was a leak from the variable relief valve (vlv). The spont breath vlv assembly was replaced to correct the issue. P200dnamb device passed all the functional & performance tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.